Event description:
Reportedly, on a rf head, a diode is red when the rf head is connected to the programmer. Then it becomes green. The rf communication is not possible with the implantable devices whatever the usb port.

Manufacturer narrative:
- Upon reception, the orchestra plus link was tested and the reported behavior was not reproduced: the orchestra plus link works normally - no anomaly is suspected on the rf head.

Event description:
Reportedly, on a rf head, a diode is red when the rf head is connected to the programmer. Then it becomes green. The rf communication is not possible with the implantable devices whatever the usb port.